Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, d4 (UDI #), h6 (health effect - clinical code, health effect - impact code, component code).

Event description:
Additional information received: the patient was discharged to home on pod #5 in a stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5. H11: corrected data ¿ h6: corrected method and conclusion codes.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, four (4) months due to severe stenosis and regurgitation. The tmvr was performed with a 26mm 9750tfx transcatheter valve. Patient was transferred to recovery in a stable condition.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, four (4) months due to stenosis and regurgitation. The tmvr was performed with a 26mm 9750tfx transcatheter valve.